Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged. The lv lead was seen to be sensing p waves at pre-discharge follow-up. In addition, chest x-ray confirmed the lead dislodgement. Additional information confirmed that this lead was explanted and replaced with a competitor lead. No additional adverse patient effects were reported.